Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent was returned attached to the distal end of the sdw and procedural fluids were noted. The stent was noted to be ribbon shaped and when soaked in warm water the stent expanded but was still noted to deformed with frayed edges. The sdw was inspected, and a kink was noted in the proximal end. The introducer sheath was not returned. The functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ¿stent failed/unable to open (when not implanted)¿ was not confirmed during analysis as the stent was fully opened. The as reported ¿stent deformed¿ was confirmed during analysis. The results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description states "after satisfactory deployment of the distal end, the physician proceeded with the middle segment deployed. However, due to the tortuosity of the patient's vessels, the middle segment of the stent failed to open smoothly despite repeated adjustments in tension. The physician retracted the entire stent and attempted to reposition it for deployment again. Even after positioning the distal end, the middle segment of the stent still failed to open smoothly at the first bend. Despite attempts to push and extrude the stent further, it remained unopened'. It is most likely the anatomy contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported /as analyzed defects ¿ stent failed/unable to open (when not implanted)¿ and flow diverter stent difficult/unable to capture into microcatheter' in addition to the as analyzed defects 'stent deformed' and sdw kinked/bent as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure to treat internal carotid artery (ica) aneurysms the physician delivered the subject flow diverter to the treatment site, but the device did not fully open. The physician then retracted the flow diverter stent system and repositioned it for another deployment attempt. However, the middle segment of the stent failed to open smoothly despite repeated adjustments in tension. The physician retracted the entire stent and attempted to deploy the flow diverter again. The middle segment of the stent still failed to open. The physician tried to retract the flow diverter stent, but the device was unable to fully retract into the microcatheter. An intermediate catheter and used to remove the subject flow diverter from the patient. The subject device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.